Event description:
The reporter stated the cq2015a collamer three piece lens got stuck in the cartridge as the surgeon was attempting to insert it. The haptic touched the eye but the lens was not implanted. There was no patient injury. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the optic was torn and a haptic was torn off with a piece of the optic and missing. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. (B)(4).